Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal, damaged remote dose connector, cracked battery door, and damaged battery compartment. No problems were found in the event history log. Functional testing found that the remote dose cord would not slide all the way into the remote dose connector. It was also found that the pump recorded error code 46440 which indicated a faulty dso sensor. The pump passed flow accuracy testing. The root cause was unknown. The dso seal, dso bezel, dso sensor, battery door, battery compartment, and remote dose connector were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an unknown/unspecified issue. The product fault was observed during preventive maintenance. There was no patient involvement and no patient harm.